Event description:
It was reported the hcp was able to aspirate the reservoir, but was unable to fill it. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted, if additional information becomes available.